Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the event? No, there wasn't.

Manufacturer narrative:
(B)(4). Batch # p57p7c. Investigation summary : the analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2017. Batch #. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Is the current patient status known?

Event description:
It was reported that an echelon flex stapler was used during lap. Colorectal procedure. When they wanted to open the device after firing it they couldn't do it, it remained closed on the tissue. Then they opened a new stapler and then they closed and fired it to close properly the tissue and then they could cut the tissue out with the closed first device.